Manufacturer narrative:
(B)(4). Concomitant medical products: g7 frdm const e1 10deg lnr 36h, pn 110010285, ln 3731019, g7 freedom const e1 lnr 36mm h, pn010000986, ln6417235. Multiple MDR reports were filed for this event, please see associated reports: 0001825034-2019-05253, 0001825034-2019-05254. Customer has indicated that the product has been returned to zimmer biomet for investigation. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that during total hip arthroplasty the cup was implanted and liner was impacted and would not stay in the cup. A second liner would not stay in the cup. The cup was removed and replaced with competitor product. Attempts were made to obtain additional information; however, none was available.

Manufacturer narrative:
(B)(4). This follow-up report is being submitted to relay additional information. Updated: b4, b5, d4, g4, h1, h2, h3, h6, h10. Complaint sample was evaluated and the reported event was confirmed. Reported event was confirmed by review of one g7 osseoti multihole 64mm h, one g7 frdm const e1 10deg lnr 36h (373019), and one g7 freedom const e1 lnr 36mm h (6417235) was returned and evaluated. Upon visual inspection the shell shows scuffing from use. Both liners show damage to the locking feature. Liner with lot 3731019 has a scratch on the outside radius. Liner with lot 6417235 shows a circular indentation and some scratching on the outside radius. Device history record (DHR) was reviewed and no discrepancies were found. Root cause was unable to be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.